Event description:
A report was received that a patient will undergo a revision to replace the ipg because it is unable to communicate after the patient had an MRI.

Event description:
A report was received that a patient will undergo a revision to replace the ipg because it is unable to communicate after the patient had an MRI.

Manufacturer narrative:
Additional information received indicated that the patient will no longer undergo the procedure due to unrelated issues.